Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose events in the context of missed and incorrect meal announcements while using the ilet bionic pancreas, including announcing for high glucose and overcorrecting lows, which contributed to a roller-coaster pattern. Symptoms included dizziness and feeling out of it. Outcomes included a documented low of 40 mg/dl lasting about 30 minutes, self-treated with oral carbohydrate without medical intervention or assistance and without alerts or alarms. Investigation included troubleshooting and user education with recommendation for additional training. Investigation of this case revealed user-related use error due to missed announcements and inappropriate correction behavior, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate training.